Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, pump error. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a battery failed alarm. Troubleshooting was performed. Customer was not using the correct battery cap for the pump they are using. The customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or power error 53 noted during testing. However, confirmed the pump alarmed pump error 53 four times between 06/23/2024 01:22:28.000 to 06/27/2024 10:29:28.000 in the history files. Confirmed the pump alarmed failed batt test on 06/27/2024 10:29:31.000 in the history files. Those alerts occurred due to moisture damage to pcb boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, cracked case at the battery tube. No power errors noted and passed all required testing. However, pump error 53 is confirmed due to being found in history files and due to moisture damage to pcb boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.